Event description:
Complainant alleged that the head of bed will not raise electrically or mechanically. No alleged injuries by account.

Manufacturer narrative:
Tech found that the head of bed will not raise electrically or mechanically. Problem isolated to failed head up solenoid valve. Replaced solenoid valve to resolve this issue. No alleged injuries by account. Area of use unk, bed located in bed repair shop.